Event description:
A distributor reported an incident where a customer¿s pump screen was unresponsive and dark. The customer's blood glucose level was reported to be within the range of 54-500 mg/dl, but the specific value was not provided. In attempt to resolve the issue, the technical support instructed the customer to ensure the pump was not plugged in and to press the button's center, but the display remained inactive. The customer was advised to plug the pump into a known working power source, yet the problem persisted. Ultimately, the decision was made to replace the pump. The customer agreed to use multiple daily injections as a backup and was instructed to return the faulty pump using a pre-paid label.